Event description:
It was reported that the programmer encountered an error when powered on. The power was recycled and the error cleared. The programmer remains in service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.